Event description:
General report received of an unspecified number of undocumented incidents of the deliveries taking longer than expected. On unspecified dates and times, the devices were programmed to deliver unspecified medication at a rate of 125 ml/hr and the deliveries were started. No further programming parameters were provided. After unspecified lengths of time when the deliveries were expected to be complete, the nurse noted that approximately 500ml of medication remained in the solution bags. The devices were reprogrammed and the deliveries were restarted. The nurse stated that the deliveries took approximately 2 hours longer than expected to complete. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation.